Event description:
It was reported that this patient's device system has exhibited noise over the last couple of years, however, the noise was not able to be induced by in clinic testing. The patient had a non-boston scientific implantable cardioverter defibrillator (ICD) implanted and it was replaced by another non-boston scientific product in august, 2019, the noise was then observed in holter devices, but again, unable to be reproduced in clinic and the patient continued to be monitored. The patient then had noise on this right ventricular (rv) lead that was oversensed by the device, and there is no evidence to suggest inappropriate therapy was delivered to the patient. Subsequently, the device system was deactivated in august, 2021, and the patient is now considered for a subcutaneous implantable cardioverter defibrillator (s-ICD) implant. Therefore, the patient will not have a device system extraction and the rv lead is not expected to be returned for analysis. No additional adverse patient effects were reported.